Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator showed an over-range message at the 150 and 200 joule settings during operational check testing. There was no patient involvement.